Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a (B)(6) male patient of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy sample pen was reported to have missing segments in the dose display. Only one half of the number one was seen, and the number two could not be identified. This humapen memoir burgundy sample pen was associated with product complaint (B)(4). The device was returned. The operator of the device was the patient. It was unknown if the user was trained. This device model was used for an approximately 14 months. The humapen memoir burgundy sample pen was returned on (B)(4) 2010. The humapen memoir burgundy sample pen was not continued. Update (B)(4) 2010: additional information was received on (B)(4) 2010, from the product complaint safety database. Lot number a609389a was corrected to 0805c01. Item code was updated from a humapen memoir burgundy pen to a humapen memoir burgundy sample pen. Updated product tab for humapen memoir burgundy sample pen and updated the narrative with the change. The returned on date was added. Update (B)(4) 2010: additional information received (B)(4) 2010 via the global product complaint database. Added device specific safety summary. Updated EU/ca fields appropriately.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a (B)(6) male patient of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen was reported to have missing segments in the dose display. Only one half of the number one was seen, and the number two could not be identified. This humapen memoir burgundy pen was associated with product complaint 1460641, lot a609389a. The return of the device was anticipated. The operator of the device was the patient. It was unknown if the user was trained. This device model was used for an approximately (B)(6). The return of the device was anticipated. The status of the humapen memoir burgundy pen was not provided.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statements dated (B)(4) 2010 and (B)(4) 2010. This report includes final evaluation findings. No additional information is expected. Evaluation summary: a user reported that the display of his memoir pen device was missing segments in the dose numbers. The device was returned for investigation (batch 0805c01, manufactured may 2008). A detailed investigation determined the root cause is a deficient bond between the cable and the lcd glass. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly at xxx-xxx-xxxx or your healthcare professional. Corrective action deficient bond - a specific corrective action has not yet been implemented. However, an investigation has been initiated to evaluate different options to reduce the occurrence of deficient bonds. Improper use and storage - there is no evidence of improper use or storage.